Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure a cartridge had a wider opening in the tip, though iol was able to insert. The surgery was completed without product replacement.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The used company cartridge was not returned for evaluation. One opened and twenty-four unopened company cartridges were returned for the reported lot. The returned opened company cartridge was evaluated. No damage or abnormalities were observed. The twenty-four unopened company cartridges were evaluated and no damage or abnormalities were observed. Ms&t product steward reviewed vendor records. Measurements were within required specification. The vendor certificate of compliance verifies that the company cartridge were manufactured to required specification. There have been no changes to the company cartridge tip parameters. No problems were found with the returned unused company cartridges. The manufacturer internal reference number is: (B)(4).